Event description:
The homecare provider (hcp) reported the following: (1) a pt, with prescribed flows between 4 and 6 lpm depending on level of activity, was taken by ambulance to the ER on may 14, 1997, due to shortness of breath while using a mark 5. (2) the ER tested the mark 5 and stated the unit was only producing flows at 1 lpm. (3) the next day, hcp confirmed the unit only produced flows at 1 lpm while set a 4 lpm and 6 lpm. (4) on june 4, 1997, the pt's husband called and reported that his wife passed away on june 3, 1997. (5) the official cause of death is not known.